Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 8.4 cm. Full breach insulation degradation was noted 4.4 and 6.5 cm from the connector pin. No electrical anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.